Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited t-wave oversensing resulting in pacing inhibition. During a routine office visit, the physician, had the patient ride a bike, and during exercise t wave oversensing is seen. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and provided recommendations for programming options. Adverse patient effects noted that patient cannot do a lot of physical activity, due to episodes of shortness of breath. The device remains implanted. No additional adverse patient effects reported.

Manufacturer narrative:
This report is being submitted to update section h6 (patient code).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited t-wave oversensing resulting in pacing inhibition. During a routine office visit, the physician, had the patient ride a bike, and during exercise t wave oversensing is seen. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and provided recommendations for programming options. Adverse patient effects noted that patient cannot do a lot of physical activity, due to episodes of shortness of breath. The device remains implanted. No additional adverse patient effects reported. Upon further investigation. Functional undersensing of the atrial channel was noted on this ICD as a result of the timing cycle changes occurring due to the oversensing. The field indicated that a lead revision or system upgrade would be considered as ongoing programming difficulties were noted. Additional information was requested from the field. This investigation will be updated when further information becomes available.